Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with bradycardia. Upon review, the right ventricle lead exhibited intermittent capture and varied capture threshold. The lead was explanted and replaced during a system upgrade procedure. Patient was stable.